Manufacturer narrative:
Other applicable components are: product ID: 39565-65, (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the reported issues had been resolved. The patient stated that they thought the fall caused a lead wire to be off. They reported that their weight at the time of the event was (B)(6). Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that in order to resolve the lead wire being off, the representative (rep) did some manipulation and used their device to check it. The patient stated it worked fine now. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient ¿took two falls last week¿ and went into x-rays for them. The first fall was on (B)(6) 2017 and the second fall was on (B)(6) 2017-sep-16. The patient stated their thoracic pain now gets worse while recharging the implant. The pain while recharging started on (B)(6) 2017-sep-17. The patient also stated the implant was not holding a charge starting on (B)(6) 2017. No further information was reported.